Event description:
It was reported that the during an in-clinic follow-up, the left ventricular (lv) lead exhibited phrenic nerve stimulation and the patient experienced discomfort. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction: section g3 - the correct aware date should have been 01 apr 2025, rather than 02 apr 2025.